Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18jun2020.

Event description:
The customer reported a ventilator that was not powering on. There was no patient involvement.

Manufacturer narrative:
G4:07dec2020. B4:08dec2020. The customer reported a ventilator that was not powering on during pre-use set up. There was no patient involvement. No delay to patient therapy was confirmed as there were multiple ventilator ready for use to prevent further delays. The device was evaluated by the customer who confirmed the reported issue. The customer replaced the power supply to address the reported issue. The device was confirmed to have been repaired by the customer. No further anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.